Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that blood leaked due to the IV tubing becoming disconnected at the blue valve junction. There is no report of patient harm.